Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cord is deteriorated and broken, component failure of the universal cord. Slight worn-out on the light-guide fibers glass of the distal end, component failure of the distal end cover glass. Slight indentation on the insertion tube component failure of the outer tube. Component failure of the lg bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most likely cause is some kind of excessive force and deterioration with time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: facility name shortened from (B)(6) due to restriction on characters allowed. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented a dark image. The issue occurred during reprocessing. There were no reports of patient involvement.